Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2012. It is unknown if patient was wearing dexcom equipment at the time of death. Patient's mother stated death was by suicide. Additionally, mother stated that death was not related to diabetes. Obituary states that patient passed away from injuries sustained in a motor vehicle accident on (B)(6) 2012. No additional event or patient information is available. A certificate of death is not available. There was no alleged device malfunction. It was stated that patient expired as a result of injuries sustained in a motor vehicle accident. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.